Manufacturer narrative:
(B)(4). The customer reported a pt death occurred while being monitored with an mx800 device. Per the available info, the fms cable became unplugged from the mx800 and there were no alarms. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a pt death occurred while being monitored with an mx800 device.